Event description:
Hcp reported that the pt was hospitalized. During the hospitalizations the dosage of morphine (combined with clonidine) were either lowered based on good pain relief along with sleepiness or raised based on clues of insufficient morphine dosage. Hcp also noted that following every pump refill the pt felt ill for a period of 3 days, especially nausea. This could be controlled with medications. In 2003, the pt has "symptoms of abstinence" after being "forced" to go through the customs gate control at the airport. Later a hand-held control device was used over the pump and an alarm occurred. Days later, the pump had been interrogated and no alarms were showing up on the telemetry report. A rotor test was normal. Dye test via cap was negative. All the findings made the hcp believe the cause of the problems must be due to the pump. The following month, a new pump was implanted and the hcp reports the "intervention successful."